Event description:
A revision surgery was performed on a failed clavicle plate where kryptonite bone cement was used as a filler to stop rotation. In the revision surgery, it was reported that the kryptonite bone cement had not hardened to the surgeon's expectation.

Manufacturer narrative:
There are several factors that may have played a role in not allowing the kryptonite material to fully harden, including but not limited to; insufficient or improper site preparation, too much blood within surgical site, or improper mixing. It would also appear that the use of kryptonite bone cement in this surgical procedure/ condition would not have been appropriate. Kryptonite bone cement is not indicated for use where intrinsic stability to the bony structure is required. No documentation within the DHR was found that indicates a nonconformance that could have contributed to this event. If additional information becomes available, it will be submitted in a supplemental report. The identified product and product code is designated for export only.